Event description:
Patient reported that the lancet carrier is not properly retracting. As a result, patient has to manually pull the lancet from her finger after use. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.